Event description:
Initial report of skin erosion under probe site (right toe). Progressed to necrotic, pressure ulcer (stage 3).====================== manufacturer response for infant spo2 adhesive sensor, lncs inf======================they have been attempting to troubleshoot problem. They report they have never seen these problems.